Manufacturer narrative:
Combination product: yes. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between (B)(6) 2024 recorded the increase of the atrial pacing impedance from 600 ohms to >3000 ohms on (B)(6) 2024. The analysis of the provided iegm episodes, in particular episodes no. 17, 16, 15 and 14 from (B)(6) 2024 revealed artifacts on the atrial channel, which led to oversensing. Based on the available information, the integrity of the lead cannot be assured. However, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
It was reported that the patient was upgraded from pacemaker to ICD due to diagnosis of sarcoidosis. A few days post implant atrial lead impedance went out of range intermittently then subsequent to vf arrest the atrial lead has permanently >3000 ohms along with intermittent noise episodes resulting in mode switching and tracking at higher rates. The device successfully cardioverted the rhythm at this positioning of the device a suture sleeve of one of the older implanted leads was removed. It was unsure if this contributed to the lead integrity. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes.-